Event description:
It was reported that the customer's insulin pump was alarming button error and a portion of the display was cracked. Customer stated they removed the batteries from the device and after reinserting, the device alarmed and a black line was present across the center of display. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 132 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with a button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratches and cracked display window.